Event description:
The patient received 2 leads with the same lot number. It was reported the patient is experiencing uncomfortable stimulation. X-rays reveal no anomalies. Surgical intervention took place to explant the system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.